Event description:
The st. Jude rep reported that the ICD could not be interrogated. Several unsuccessful attempts were made to troubleshoot. The ICD was scheduled for explant and return for analysis.